Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient had just returned home from the ed. Around 0900, the display device was showing an egv of 119 mg/dl. The patient was disoriented. She was didn't know what was going on and was pressing random buttons on her phone. She reportedly must have dialed someone who alerted ems to check on her. When the ambulance arrived, the bg was 35 mg/dl. The patient was transported to the ed and passed out. She could not recall what happened. The doctor gave her unknown medication through the IV. She was also given carbohydrates. While at the hospital, her bg went up to 170 mg/dl and the egv was still 119 mg/dl. The hyperglycemia was treated with insulin. The patient was discharged the same day. At the time of the report, she was already feeling fine and normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.